Event description:
It was reported that device shift and patient death occurred. A left atrial appendage (laa) closure procedure was performed and a 35mm watchman flx pro laa closure device was implanted on (B)(6) 2024. At the routine 3-month follow-up, it was noted via transesophageal echocardiography (tee) that the closure device had migrated and was sitting on top of the appendage with flow down and around the device. The physician attempted to retrieve the device on (B)(6) 2024, via the percutaneous approach. The closure device could not successfully be removed percutaneously, and the patient ended up going to surgery. The closure device was successfully removed via open heart surgery with no complications reported. The patient remained in the hospital for monitoring. The patient was confirmed stable on (B)(6) 2024 and was as extubated within 24 hours post-surgery and was off pressors. On (B)(6) 2024, as the patient was preparing to be transferred to the floor, the patient had sudden bradycardia and hypoxia and coded. The hospital team was able to perform resuscitation, but the sudden drops happened again, and the patient did not survive and died. The physician suspected it was a possible pericardial effusion, but also stated this patient was old and sick. The official cause of death was not provided.